Event description:
It was reported that something stuck on the blade. Without thouching the hand piece or foot pedal the device continued to burn without ignititng.

Event description:
It was reported that something stuck on the blade. Without touching the hand piece or foot pedal the device continued to burn without igniting.

Manufacturer narrative:
The reported device was returned, however, the alleged continuous activation condition was not confirmed. Continuous activation could not be replicated during the evaluation, but a possible contributor was identified. An operational simulation was performed by connecting the returned unit to a crossfire console that overrides the expiration date for testing purposes and using saline water with a piece of tissue paper in it. Even though the unit activated and no continuous activation was observed, the cut/coag buttons did not work as expected. The returned unit used in surgery was dissected to verify the electrical connections. No abnormal condition was observed in terms of wire connections, wire arrangement with the e-prom pins, green clip and red cable connection. However, saline water residue and rust was observed inside the handle, inside the plastic covers of the button domes which caused the signal interruption (failed signal test) during the returned unit¿s evaluation. Saline water residue was also observed on the pcb board and wires. The unit was inspected to identify the fluid ingress point. Water was injected through the different joints of the probe where it is possible for the water to ingress (inside and outside) and no ingression point was observed. The only possible ingression point identified is the suction tube¿s and communication cable¿s outlets, were saline and tissue residue was observed. Since, according to the user¿s instructions, only the probe¿s tip is intended to be submerged in liquid and it was observed that the handle might have being submerged in fluid as well, probably when resting in the pocket drape, then the most probable root cause for the reported condition can be identified as user related, as it was confirmed that there was water ingression into the handle. The product was returned for investigation, but the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.